Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump failed to power on and moisture was evident behind the display. The reporter stated that there was no damages to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the pump black box data showed a call service alarm following multiple reboots on 07/15/2015. During testing, the pump powered on to a blank display screen. The complaint could not be fully investigated due to this. Evidence of moisture was visible behind the display lens. The pump failed a leak test due to a crack in the case between the top right corner of the display and the case seal. The pump cover was opened and moisture corrosion was observed on the display screen and throughout the pump. Additionally, the audible and vibratory tones were not observed during testing. Evidence of corrosion was found on the piezo and vibration motor. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.